Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The device was received with case cracked behind the device near the battery compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 167 mg/dl. Customer stated that the contacts on the battery cap was not missing, damaged. The customer reported that they had performed the troubleshooting and display returned after insulin pump restart. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin will be returned for analysis.